Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, and protrusion of the implant from the penis.

Manufacturer narrative:
As the device was unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint. On (B)(6) 2024, the patient had the device implanted. The patient tolerated the procedure well. After the operation, the patient violated several post-operative instructions including smoking a cigarette directly after the operation and not obtaining proper transportation and lodging. On (B)(6) 2024, the patient was seen by the physician for a bandage change. The implant was in a good position without asymmetry or shift. There was no edema, swelling or skin lesions. The patient stated he was doing well with no pain. On (B)(6) 2024, the patient texted the physician with several images stating his implant had come out of his incision. The patient refused to answer multiple calls and text attempts by the physician to gather information about how and when the event occurred. The patient had not communicated any issues previously. The last communication with the patient was (B)(6) 2024 in which the physician asked for an update and the patient did not respond. The physician was later informed that the patient had a traumatic removal of the implant in jail. No records or communication from the prison or from the medical team were received. The physician saw the patient after the event on (B)(6) 2024. The patient consented to penile exploration and wash out. The physician found an infected pus-filled gauze that had been left in the wound and closed by the skin. This was the source of the past and infection. The area was copiously irrigated with vancomycin. The previous incision for moving the implant was not clean and with jagged edges, suggestive of a tear manually. The physician meticulously cleaned the area and released scar tissue. Copious irrigation was performed the squirrel incision was closed. On (B)(6) 2024, the patient had the drain removed. On (B)(6) 2024 the patient returned and completed another wash-out. The physician stated the wound was almost closed with serious drainage. The physician stated the patient will likely need another washout and closure once the penis relaxes more. There are no claims of curvature noted within the patient's medical records. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, infection, penile curvature as anticipated adverse events, and lists implant extrusion/perforation as anticipated device deficiency. Within this study, (B)(4). This rate is not considered clinically inferior. Infection is also listed in the instructions for use. Pain is a common and anticipated event in any surgical procedure. The instructions for use also list implant extrusion as a potential adverse device deficiency. Risk of infection is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant one is: "infection or erosion of silicone block requiring removal." An article was published in (B)(6) of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those (B)(4) patients, (B)(4) patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows (B)(4) patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The root cause of this investigation is user error with failure to follow post-operative instructions and aggressive manipulation of the implant.